Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date ¿ (B)(6) 2012, inratio ¿ 5.7, lab- na. Date: (B)(6) 2012, inratio ¿ 6.0, lab ¿ 3.9. Pt held coumadin for one day. Pt went to the emergency room (ER) on (B)(6) 2012, because of 6.0 result and obtained lab inr= 3.9. Pt bumped into a desk earlier in the week and has had a bruise behind her leg since (B)(6) 2012. Pt¿s therapeutic range is (2.5-3.5).

Manufacturer narrative:
Investigation pending.